Event description:
It was reported that the patient experienced a second backup battery fault. It initially cleared with self-test, but the patient experienced recurrent backup battery faults within the past couple of months. The battery was removed and plugged back in, and new backup batteries did not resolve the alarms. The system controller was exchanged for a concern that the ribbon connection was causing the backup battery fault alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review that showed events spanning approximately 8 days (08aug2023 ¿ 15aug2023, 01sep2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. Backup battery fault alarms due to a backup battery load test not passing were active on (B)(6) 2023 from 07:20:37 ¿ 10:29:41. The backup battery did not pass the load test due to the unloaded voltage being under the accepted threshold. The alarm cleared on its own. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2023 at 11:00:30 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended duration. No atypical alarms were reproduced during testing. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.